Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. On (B)(6)2025, it was reported that the patient said that there was no reading on her tandem tslim screen. It was monday morning around 1:30 am to 2:00 am that the patient woke up and she was feeling thirsty and nauseous, and that's when she noticed that there is no reading showing on the display device which is her insulin pump. She noticed that the insulin pump (infusion set) was not fully inserted in her body. She was asleep and she did not hear the alarm from the pump. She felt so unwell and she didn't have the time to do a fingerstick and that she called the emergency squad for help. It arrived in less than 15 minutes and they rushed her to the hospital. At the hospital they did a fingerstick and it was reading 500mgdl. The hospital inserted an insulin drip. She was also medicated for heart and neuropathy. The insulin drip was removed yesterday and after it was remove the "reading" was 130 mgdl. The call was made from the hospital where she was well and good. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is known cause of hyperglycemia.